Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage of the hex 3.5 mm tip is consistent with high stress in flexion applied to the screwdriver during the insertion of the pedicle screw. Non-conformances have been recorded for the lot number ba08g004 without any impact as all parts with nonconformance have been returned to the supplier manufacturing the instrument.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.